Manufacturer narrative:
The delivery system was returned to edwards lifesciences. Visual and dimensional analysis was performed. Visual inspection revealed the distal portion of inflation balloon with guidewire (gw) shaft was returned separated from the delivery system. The returned inflation balloon distal to the cut was observed to be intact with no damages or tears observed. The proximal portion of inflation balloon was not returned for evaluation, therefore the inflation balloon to crimp balloon bond (I/c bond) was unable to be inspected. The returned crimp balloon torn was observed to be distal to the middle triple marker. No other visual defects (fish eyes, gel spots, etc) or abnormalities observed on the returned crimp balloon. Minor gouging was observed on flex tip face. No other abnormalities were noted on the device. Review of patient pre-operation imagery provided by the site confirmed the patient tortuosity and calcification but did not provide further imagery or information of device performance during the procedure. The complaint for balloon torn was confirmed based upon visual inspection of the device. No applicable functional testing relating to withdrawal difficulty was performed due to the condition of the returned device (inflation balloon/guidewire shaft cut, tear on crimp balloon). During dimensional analysis, the crimp balloon double wall thickness was measured proximal to the observed pinhole/tear. The measurements met specifications. Balloon ¿ torn the complaint for balloon torn was confirmed. Tortuous patient anatomy may cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. Subsequently, thv non-coaxility and diving into the flex tip (as evidenced by the gouges observed on the flex tip surface) can result in higher valve alignment forces, which can potentially contribute to a tear between the inflation balloon and crimp balloon if excessive force is used to try and achieve final alignment position. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area. Of note, the physician manual provides an illustration of valve diving as well as troubleshooting tips during valve alignment and fine adjustment. The review of complaint history revealed similar complaint events and device evaluations noting procedural complications and/or damage to the crimp balloon proximal to the I/c bond. Several of these complaints have been confirmed and previously attributed to patient factors (tortuosity) and/or procedural factors (increased tensile forces to the I/c bond due to performing valve alignment at an angle). This provides an indication that the root causes are related. Although the distal inflation balloon was cut at the site, the proximal balloon piece (proximal inflation balloon and I/c bond) was not returned for evaluation. Visual inspection of the device and review of complaint history support that the crimp balloon tear likely occurred at proximal to the I/c bond with the I/c bond intact. While it is likely that patient factors (tortuous anatomy) and/or procedural factors (techniques employed during delivery system advancement, valve alignment, and/or fine adjustment) contributed to the reported valve alignment difficulty and complications during valve deployment and observed balloon tear, a definitive root cause could not be determined at this time based on available information and investigational results. No manufacturing or IFU/labeling inadequacies were identified. Available information suggest that patient and/or procedural factors may have contributed to the event. Review of complaint history for the month of (B)(6) 2016 revealed that the occurrence rate did not exceed the control limits for this failure mode. However, at management discretion, a preventive risk assessment was previously initiated for risk assessment and for consideration for further escalation. Withdrawal difficulty the complaint for withdrawal difficulty was unable to be confirmed. The withdrawal difficulty of the delivery system and crimped valve through the iliac is likely due to the crimp balloon tear, which caused the proximal inflation balloon to bunch against the proximal crimped valve and prevent the delivery system from being withdrawn from the mildly tortuous vasculature. At this time, a definite root cause was unable to be determined based on available information and investigational results. No manufacturing or IFU/labeling issues were identified. Available information suggests that patient and/or procedural factors may have contributed to the event. Review of complaint history for the month of (B)(6) 2016 revealed that the occurrence rate did not exceed the control limits for this failure mode. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the european edwards affiliate, the 29mm sapien 3 valve was positioned in the native annulus, however the balloon did not inflate when the physician attempted to deploy the valve. The inflation fluid was believed to have ¿completely leaked out¿. It was decided to retrieve the delivery system with valve but during retrieval the delivery system/valve became stuck at the iliac and could not be pulled back any further. Vascular surgery was required and the delivery system had to be surgically removed from the patient. A second 29mm sapien 3 valve was prepared and successfully implanted. The patient was noted to be doing well.